Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial emdr in block b5 event description.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. No additional adverse patient effects were reported. Additional information received indicates that the physician accidentally cut the lead during a change out procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. No additional adverse patient effects were reported.